Event description:
The account noticed a visible spark coming from the back of the arm due to waste leakage from the back of the architect i2000sr analyzer. Additionally, there was evidence of burn/charring marks on the unit after the sparks. The architect i2000sr was shut down and all power turned off from the analyzer. No operator injury was reported.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
Architect isr06477 was returned, visually inspected, and tested. The visual inspection of architect isr06477 found large amounts of epoxy between the trigger/pretrigger drain and the wash zone 2 drain on the top of the instrument baseplate, as well as underneath the baseplate between the pump bay and refrigerator compartment. The investigational testing performed confirmed the issue reported of leaking from the gutter between the trigger/pre-trigger drain and the wash zone 2 drain. A search was performed for similar complaints for the past twelve months, and no additional complaints were identified for the issue described in this complaint. Review of multiple technical service bulletin and instrument service advisory was performed to ensure adequate instructions for repair and prevention of leaks are available. The architect system operations manual provides adequate instructions regarding electrical specifications and requirements, electrical hazards, emergency shutdown procedures, and elements of electrical safety for the architect systems. The architect system does not pose uncommon electrical hazards to operators if it is installed and operated without alteration, and is connected to a power source that meets required specifications. The architect systems are certified to the appropriate u.s., canadian, and international safety standards that apply to electrical equipment for measurement, control, and laboratory use. Review of the metrics (dec 2012, jan 2013, and feb 2013) data did not identify any adverse or nonstatistical trends related to the issue described in this complaint for the architect i2000sr instrument. Based on the results of the investigation on architect isr06477, no product deficiency of the architect i2000sr instrument was identified.